Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. However, the facility sent two videos depicting the issue. The first video showed a spiros connector unraveling itself and disconnecting from an ultrasite y port. The second video showed a clave connector unraveling itself and disconnecting from an ultrasite y port. However, no specific conclusions could be made from the videos regarding the cause of the reported event. Without the lot number, a thorough evaluation could not be performed. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or involved ultrasite valve. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports one event where the spinning spiros connector loosened itself (unscrews) off the b. Braun y site. This caused a chemo spill of taxol medication. There were no patient injuries. The reporting facility indicated they were also able to replicate the issue using a clave connector. The facility did not save any samples, but will send two videos depicting the issue using spiros connector and clave connector.